Event description:
It was reported that the 9800 system had a ma sensor failure error during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.